Manufacturer narrative:
These events were identified during a review of scientific literature. The corresponding author did not divulge specific device information or answer requests for other missing information on this medwatch report. The events in the article could not be matched to previously reported events. The products were not returned. Therefore evaluations of the device performances were not possible. Reviews of the manufacturing records were not possible as lot numbers were not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was discovered in a review of the literature article titled "external ventricular drain placement in the intensive care unit versus operating room: evaluation of complications and accuracy" that in a retrospective chart review of 138 consecutive patients who underwent an evd placement with a ventriclear ii evd catheter at a tertiary care center from january 2013 through february 2014 the following complications occurred: 14 (15.1%) hemorrhages occurred in ICU placements and 2 (4.4%) in or placements. Infection occurred in 4 (4.3%) of ICU placements and no or placements. Non-functional evds occurred in 5 (5.4%) and 1 (2.2%) of ICU and or evd placements, respectively. Additionally of the 20 complications that occurred, revision of the evd was done in 11 (11.8%) of the ICU-placed complications and 1 (2.2%) of the or-placed complications.